Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot#: 73l2100592 investigation did not show issues related to the complaint.

Event description:
Clip has fallen off the tissue during usage on the patient.

Manufacturer narrative:
Qn#1900094260 the device history review for the product hemolok l clips 6/cart 84/box lot# 73l2100592 investigation did not show issues related to the complaint. The customer provided one photo for analysis; reference pic 1_tc#1900094260 for the customer supplied photo. The complaint of "clips not closing/locking" was not able to be confirmed by the photo. The customer returned two loose closed clips and one cartridge with two clips remaining of 544240 hemolok l clips (B)(4) /cart (B)(4) /box for investigation. The returned samples were visually examined with and without magnification. No defects or anomalies were observed. Signs of use in the form of biological material were observed on the returned cartridge. Functional inspection was performed on the clips remaining in the cartridge. A lab inventory clip applier was used. All remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without detaching. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned samples. The reported complaint of "clips not closing/locking" was not confirmed based upon the samples received. Upon functional inspection, both clips remaining in the cartridge were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages, defects, or anomalies were observed to any of the returned clips. Because no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Clip has fallen off the tissue during usage on the patient.